Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a video sample and the physical sample were returned for evaluation by our quality engineer team. Through examination of the video sample, the needle product was observed leaking due to different cracks and holes on the cannula component. It has been determined that the defective cannula was the cause of leakage and that the damage took place within the cannula manufacturing site, which supplies cannulas for this product. A supplier corrective action request has been opened and issued to our cannula supplier for this incident. The physical sample was then sent to the cannula supplier location for further evaluation. The physical sample was microscopically examined and imperfections were observed. Leakage testing was performed and leakage could be confirmed. It has been confirmed that the cannula defects resulted during the cannula component manufacturing process. A sensor is in place to check 100% of product; however, this faulty component escaped detection. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that a hole was found in the needle 25ga 1in while attempting to aspirate the vaccine medicine. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a hole on the needle. The customer uses this product for covid vaccination. According to the customer's report, there seems to be a hole on the area near the center of the needle. The hcp noticed this issue because something unusual occurred, e.g., bubbles generated when aspirating the vaccine liquid. This was found before use and this complaint product was not used for injection."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was found in the needle 25ga 1in while attempting to aspirate the vaccine medicine. The following information was provided by the initial reporter, translated from (B)(6)to english: "this is a report about a hole on the needle. The customer uses this product for covid vaccination. According to the customer's report, there seems to be a hole on the area near the center of the needle. The hcp noticed this issue because something unusual occurred, e.g., bubbles generated when aspirating the vaccine liquid. This was found before use and this complaint product was not used for injection."